Event description:
Information received by medtronic indicated that customer had hyperglycemia. Customer mentioned the high blood glucose value during time of event was 500 mg/dl for most of the day. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Troubleshooting was performed, and the issue was not resolved. The customer will discontinue use of the device. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.